Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient noticed a few cartridges leaking but did not provide the dates of occurrence or any blood glucose information. The patient confirmed that there were no adverse effects from high blood glucose and no medical assistance was needed. The agent reviewed the proper supply change process and confirmed that the patient had been connecting the cartridge and connector outside of the pump. The patient was scheduled to receive a replacement pump and additional training. The agent advised the patient to contact customer care for any future issues with the pump to allow proper troubleshooting and documentation. The patient acknowledged the instructions and had no further questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.